Manufacturer narrative:
The lead was discarded and not returned to saluda for analysis. A review of device logs from the event date confirmed a high impedance. A review of device logs from the initial programming visit on (B)(6) 2024 post revision procedure did not reveal any disconnected electrode. The reported event of disconnected electrode could not be confirmed, and the cause of high impedance could not be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include undesirable changes in stimulation and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported intermittent loss of stimulation. Disconnected electrodes were identified when the patient changed posture. Fluoroscopy identified that both leads were in close proximity, which could attribute to the identified intermittent disconnected electrodes. A revision procedure was completed and one of the implanted leads was removed. Intra-operative impedance check did not reveal any disconnected electrodes. During the initial programming visit three (3) days post revision procedure, disconnected electrodes were identified. No additional intervention has been reported to saluda at the time of this report.